Event description:
International affiliate reports tlif was performed. Two weeks after surgery, the concorde cage was found to have migrated to spinal cord. The patient is under monitoring with no pain and no clinical symptom. The affiliate reports the surgeon attributed the condition to insufficient bone grafting around the cage at initial surgery and the patient's anatomy. Revision surgery was performed and the cage was removed and discarded by the surgeon.

Manufacturer narrative:
No definitive conclusions can be made. The cage was discarded by the customer and is not available for evaluation. Review of the device history record found the lot met specification requirements when released stock. However, an increasing trend of customer complaints reported for concorde bullet cage migration in (B)(6) was identified. A CAPA to address cage migration in (B)(6) has been initiated to identify the root cause and to document corrective and preventive action activities. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The device was discarded by the customer. A follow up medwatch report will be filed upon completion of the investigation. Discarded by customer.